Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision approximately 1 year later due to bone loss. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# p0463046 lot# 0001611795 avan cmntd shell ss 46mm. Cat# ep-200146 lot# 694590 act artic e1 hip brg 28x40mm. Cat# 87-5954 lot# 9269605 s-rom femoral head. G2: foreign: australia multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 - 00178, 0002648920 - 2023 - 00179, 0001822565 - 2023 - 02058, 0002648920 - 2023 - 00174, 0001822565 - 2023 - 02060, 0001822565 - 2023 - 02061. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. It was identified some of the screws used are not compatible with the shell, however it is unknown if it caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.